Event description:
No additional information was provided. Material#: unknown, (secondary concomitant 10016073) batch number#: unknown, (secondary concomitant (B)(4) it was reported by customer that the primary IV tubing set was set up as it one would normally with the secondary line connected to the primary line. The secondary bag as per practice was hung higher than the primary bag. The nurse noticed that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. This is unusual and should not happen to a normal working set up. Rcc received a complaint via email. Email(s) attached chc complaint reference (B)(4) customer (hospital) name: (B)(6) hospital customer address: (B)(6) contact name: (B)(6) phone: (B)(6) e-mail: (B)(6) correspondence language: english cat# of product being complained: al10016073 description of product: set second vent/non vent 31in spin male ll dehp fr 100ea/ca lot or s/n: (10)23119104 complaint category: fail to function / defective reportable: no incident date: on (B)(6) 2024 hospital complaint reference #: details of complaint (reported issue): situation: this is an email regarding rl 57738 that happened yesterday at cvh ccu. Background: yesterday, the primary IV tubing set was set up as it one would normally with the secondary line connected to the primary line. The secondary bag as per practice was hung higher than the primary bag. The nurse noticed that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. This is unusual and should not happen to a normal working set up. Assessment: nurse engaged flavia to review set up and troubleshoot problem I went down to review the set up with flavia and we cannot figure out which is the problem ¿ the primary or secondary line lot number for the secondary tubing is (10)23119104 we are unable to locate the lot number of the primary set complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: (B)(4) ea samples available? No

Manufacturer narrative:
The nurse noticed that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. No product or photo was returned by the customer. The customer complaint of flow issue - backflow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on the primary set because the material number and lot number is unknown. Device history review for the concomitant set. A device history record review for model 10016073 lot number 23119104, secondary set, was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd infusion set was malfunctioning the following information was received by the initial reporter with the following : details of complaint (reported issue): situation: this is an email regarding rl 57738 that happened yesterday at cvh ccu. Background: yesterday, the primary IV tubing set was set up as it one would normally with the secondary line connected to the primary line. The secondary bag as per practice was hung higher than the primary bag. The nurse noticed that the solution in the secondary bag was free flowing into the primary bag when the primary line roller clamp closed. This is unusual and should not happen to a normal working set up. Assessment: nurse engaged flavia to review set up and troubleshoot problem I went down to review the set up with flavia and we cannot figure out which is the problem ¿ the primary or secondary line lot number for the secondary tubing is (10)23119104 we are unable to locate the lot number of the primary set complaint noticed: during / after use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed